Manufacturer narrative:
The philips field service engineer (fse) went on customer site and confirmed the reported issue. He verified that the device had incorrect nbp readings and failed calibration. He confirmed the nbp is defective and need replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective nbp pump. The reported problem was confirmed. The device was operational after the nbp pump was replaced. The device remains at customer site. The investigation concludes that no further action is required at this time. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the device gives incorrect blood pressure readings. The device was in use on a patient. There was no report of patient or user harm.